Event description:
It was reported that during initial inspection of the device, an error code e315 was observed . There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The customer repair paperwork when device was returned noted that the device was not used in a clinical procedure but it was contaminated with body fluids. Customer noted an error on the device , not used during clinical procedure. Device scanned but not used. In a follow up communication with customer olympus representative (rep manager), rep stated the intended procedure was a colonoscopy, however, the customer is not sure if this device was used to complete the procedure or with similar device. There are no reports of injury or any other harm to which this medical device could have been a contributory cause. The subject device was received and evaluated. Device inspection and evaluation, service repair noted the following : a full technical evaluation was completed in accordance with the OEM (original equipment manufacturer) specification. The following defects were identified: s-connector -water leakage, water ingress observed. Image condition- fail - error code observed. The customer specified fault ¿error¿ was evident. There was no image and the error code e315 was present when the instrument was plugged into the stack system. On further investigation the plug body was dismantled, and the moisture indicator has been triggered. There is evidence of fluid ingress within the plug body. Service repair noted that fluid/moisture on the connection point of the plug body can result in intermittent image issues, temporarily affecting the video image and other electrical functionality. The most likely cause is during the manual leak check or cleaning process and is therefore typically attributed to user handling. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported e315 error code and the allegation of no image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause for the reported event was not established. However, it likely that the reported problem occurred because of water ingress into the endoscope connector. The electrical components were impacted by the fluid ingress and this likely led to the reported image failure/error code. Additionally, it is likely that the fluid ingress occurred when the user was attaching/detaching the submerged connector cap of the leakage tester to the venting connector of the endoscope. The reported event can be detected/prevented by following the instructions for use (IFU) which state the following: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.